Event description:
It was reported that stent deployment difficulties were encountered while treating a dialysis fistula graft (contrary to IFU: off label use). The lesion had been pre-dilated. During deployment, the handle was reported to stick with approximately one quarter of the stent deployed. It was not possible to retract the handle, so an attempt was made to remove the sds. Torquing and pulling, the sds was removed in pieces, leaving part of the stent deployed in the arrow sheath. The sheath appeared to hang-up in the anatomy, although the cause could not be determined. Manipulation of the device for removal was believed to have caused dissection in the external iliac. Using a contralateral approach, the physician held the segment of deployed stent in place with a snare device and withdrew the sheath from the anatomy. The stent deployed, but was enlongated and deformed during the process, ending up approximately 150cm in length. The stent extended from the right external iliac into the left common iliac. Three stents were deployed through the struts of the dynalink and used to compress the stent against the vessel wall, also covering the dissection in the external iliac. No compromised flow was reported during the procedure, and all involved vessels were patent at the end of the procedure. The patient was reported to tolerate the extended procedure well.